Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic. Upon review, it was observed there was an indication of battery depletion on the implantable cardiac monitor. The physician alleged this was premature battery depletion. No intervention was performed and the device remained implanted. There were no patient consequences and the patient would be monitored.